Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event of the system controller going into backup mode was confirmed during analysis and review of the log file. During functional testing, the power cable disconnect alarm occurred when the black power lead was maneuvered. When the system controller was run by just the black power lead, a yellow battery alarm became active and progressed to a red battery alarm. Upon further evaluation, it was found that the brown conductor (battery gauge line) of the black power lead was broken. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by a circulatory support specialist that a "replace system controller" message occurred on the display module. The system controller log file indicated that the system controller had switched to backup mode. The system controller was exchanged without incident. The patient remains ongoing.